Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump received with minor scratched lcd window, loose drive support disk, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm and no delivery alarms. The caller confirmed that the drive support cap was protruding. Blood glucose levels at the time of the incidents were 225 and 156 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.